Event description:
It was reported that during device changeout it was noted that the lead high voltage impedance was high. Fracture was suspected. It was also noted that there was insulation degradation near the suture sleeve. The right ventricular lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing had environmental stress cracking and was breached (non-electrical) and the outer insulation had a cosmetic depression.